Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Later it was reported regional lymphadenopathy and silicone was found in the lymph node and the dynamics of its growth.

Event description:
Patient reported right side "after the surgery, periodically a lymph nodes increase was observed, as well as pain." Health professional reported that a patient experienced ¿periodically a lymph nodes increase was observed, as well as pain¿ and ¿ultrasound revealed signs of right implant intracapsular rupture; regional lymphadenopathy and silicone was found in the lymph node and the dynamics of its growth. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203, f2201. Device evaluation:visual analysis of the photographs identified; device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Email received from unknown source reporting "in april 2017, breast mammoplasty was performed (allergan inspira trm implants). After the surgery, periodically a lymph nodes increase was observed, as well as pain. Ultrasound revealed signs of right implant intracapsular rupture." Device has been explanted. This relates to the right device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported right side, "after the surgery, periodically a lymph nodes increase was observed, as well as pain." An ultrasound revealed signs of right implant intracapsular rupture. Regional lymphadenopathy.